Manufacturer narrative:
Attempts have been made to contact the site to obtain additional information; however as of date of this report no response has been received. The product was returned on (B)(6) 2013; however, has not been tested as of date of this report. Once testing is completed isi will send a supplemental report regarding the findings of this instrument.

Event description:
It was reported that during a da vinci si hysterectomy procedure the site noticed that the monopolar curved scissors was heated and damaged the isolation. The site pulled the instrument and the site continued and completed the surgery without any patient injury. At this time there is no information that anything fragments fell into the patient. The instrument was requested back for investigation. No further clinical information was provided. At this time there is no evidence that the device caused or contributed to an injury. The complaint is being reported due to arching of the device.

Manufacturer narrative:
The instrument came back to isi for investigation with the following findings: the alleged issue was confirmed. There was no thermal damage or signs of arcing observed on distal end components upon visual inspection. Instrument tube extension is broken - fragments contained. Tube extension is cracked at the prox clevis interface. Clevis is dislodge from tube extension. Tube extension fractured next to one of the keys that mates with the prox clevis. Evidence not conclusive, but broken - fragments contained damage may be due to likely mishandling/misuse. Additional observation not reported by site is that the instrument main tube has deep scratches/gouges-potential fragments. Distal end of main tube has various scratch marks with light material removal. Evidence is not conclusive, but deep scratches/gouges-potential fragments. This damage can be due to mishandling/misuse.